Manufacturer narrative:
Omit: a1601 - device alarm system (1012). Additional information: imdrf annex a and g codes.

Event description:
It was reported that a channel eror occurred during infusion. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a channel error occurred during infusion. There was no information on patient involvement.